Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that based on debug and final testing, no new evidence was found post the qa nff review. The investigation is closed as observed in device data - latched. The main board was replaced as a precaution. Evaluation of the main board did not duplicate the issue at board level testing. Sent board to scrap. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "self test failure for z sample < threshold" message. Complainant indicated that there was no patient involvement in the reported malfunction.